Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported on (B)(6) 2026 that a patient with diabetes called in reporting hyperglycemia, with a cgm/bgm reading of 375 mg/dl. At approximately 200 mg/dl, the patient delivered a bolus; however, glucose levels continued to rise. The patient subsequently observed that the cleo infusion set had separated from the adhesive and noted a bent cannula, with no prior pump alarms reported. The patient replaced the cassette and infusion site and administered another correction bolus through the pump just prior to contacting support. At the time of the call, the cgm/bgm reading was 372 mg/dl. The patient had not checked for ketones and was advised to monitor glucose closely. It was confirmed that emergency services were not required. A return and replacement were initiated, and the shipping address was verified. The insulin in use was novolog. The operator of the device was lay user/patient. The event occurred during infusion. There was no patient injury. The issue was resolved. Patient details were provided: the patient is a 63 yr-old non-hispanic/latino white female weighing 190 lbs.

Manufacturer narrative:
D3, d5: updated. H3 and h6 codes: updated. One sample was returned for evaluation. The lot history was reviewed, and no nonconformities were identified that could have contributed to the reported complaint. Visual inspection of the device revealed that the cannula was bent. The complainant¿s allegation was therefore confirmed. However, the probable cause remains undetermined.